Event description:
Customer reported at 5:15 pm, device = 27 mg/dl. Customer did not feel well and went to the hospital. One hour later, hospital device = 91 mg/dl. No treatment was received. No controls were used. Strip coding did not match device. A request was made for the return product and replacement product was sent.